Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device analysis findings: upon receipt at our post market quality assurance laboratory, it was observed that the introducer sheath and the delivery wire were returned. It was observed that the delivery wire was stretched. Microscopic inspection revealed the core wire of the delivery wire was detached. Dimensional inspection of the delivery wire revealed the components were within specifications. No other issues were identified during the product analysis. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that the coil could not be deployed. A 10mm x 40cm interlock .035 oil was selected for left subclavian artery embolization. A non-boston scientific delivery coil was used and continuous flushing with heparinized saline was performed throughout the procedure. Flushing was done before introducing the coil. After the coil was advanced into position, it was found that the coil and the interlocking arm could not be detached. Multiple attempts were unsuccessful, so the coil was withdrawn from the body. It was discovered that the interlocking arms could not be re-fastened. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable post procedure. However, device analysis revealed the core wire of the delivery wire was detached.